Event description:
The user experienced the main fuse being blown and a lot of smoke coming out of the power supply. The user stated there was a heavy scent and saw smoke coming out from the back side of the system. When the power box started to smolder, the user opened the windows and everybody from the lab left the room for more than 5 minutes. Nobody was injured as a result of the defective power supply. The customer inhaled the smoke only for a short time as the windows were immediately opened. No info was provided to determine if the user was adversely affected by the inhalation of the smoke. If add'l info is received, appropriate notification will be provided.